Manufacturer narrative:
Observation: upon the receipt of device, visual inspection was performed. The detachment control box (dcb) and detachment cable were not returned. Visual inspection revealed that the coil was received separated from the device positioning unit (dpu), the distal section of the dpu showed compression and resistive heating coil exhibits multiple detachment attempts. Conclusion: the most likely root cause of the coil's non detachment was due to melting fiber extending above the distal tip of the dpu. The distal section of the melting detachment fiber expanded into a ball. This balling up of the detachment fiber most likely captured the coil during the multiple detachment attempts. The unintended detachment during coil removal was most likely caused by the melting of the detachment fiber temporarily capturing the coil before releasing it in the rotating hemostatic valve (rhv). In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. The mfg records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Event description:
Per received report: several detachment attempts were made to detach the coil and each time the box was indicating that the coil had detached. As the coil was being withdrawn, unintended detachment occurred while it was being pulled through the rotating hemostatic valve (rhv). The coil came off the device positioning unit (dpu) and lodged into the rhv. No pt injury reported.